Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 32 x 2.75 promus premier¿ drug eluting stent was selected to treat the lesion. Upon removal of the device from its plastic protection pack, the hypotube was kinked and snapped in half. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine and was discharged from the hospital.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).